Event description:
The customer called while driving and stated that she was hospitalized due to low blood glucose. The customer stated having issues with the transmitter, but she did not have the device with her at time of call and troubleshooting could not be performed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.